Manufacturer narrative:
The lead was explanted and return request was made for this lead. It was later reported that these leads required laser removal and were destroyed during the process and will not be returned. Investigation is complete to date. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this atrial lead went bad. No adverse patient effects were reported.